Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device powered off during a patient use and the battery pins in both battery wells require replacement. There was no reported adverse patient impact.